Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. Paper name: curative effect of triple row unknotted anchoring technique in the treatment of insertional achilles tendinitis. Doi 10.3969/j.issn.1672-5972.2025.01.008.

Event description:
It was reported that on literature review "curative effect of triple row unknotted anchoring technique in the treatment of insertional achilles tendinitis", 1 patient had a superficial infection after a achilles tendinitis treatment procedure using a footprint ultra pk anchor. The event was treated by changing the medication. Patient healed well after active treatment. No further information is available.

Manufacturer narrative:
H11: corrected data: h6: health effect - clinical code. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, and an instructions for use review, could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A clinical review states that the findings in the literature review on the, "curative effect of triple row unknotted anchoring technique in the treatment of insertional achilles tendinitis", the definitive clinical root cause of the reported infection could not be determined. Although we cannot rule out the patient health status and/or the surgical procedure as likely contributing factors. As the IFU for the footprint anchor does list, ¿infection, both deep and superficial¿ under its list of adverse reactions. The images in the article (per the author/writer) have been interpreted within the text. Therefore, further interpretation of the provided images is not required. The report stated the infection was treated and healed by changing the patient¿s medication. Consequently, it was reported further information was not available. Therefore, the assessed patient impact was the change in medication. Should any additional relevant medical information be provided, this case would be re-assessed. Given the limited information provided a thorough medical assessment could not be performed; therefore, we are unable to conclude specific factors known to contribute to the alleged report. Based on this investigation, the need for corrective action is not indicated.